Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the maryland bipolar forceps instrument bipolar energy did not function. A backup instrument of same kind was used to continue the procedure. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain the information regarding patient demographics, relevant testing, and medical history; however, the reporter was not able to provide that information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Failure analysis could not verify the external event. The instrument was placed and driven on an in-house system. The instrument was connected to the in-house generator and passed energy delivery. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips (for scissors) opened and closed properly. Electrical continuity and energy delivery tests were performed and passed. The instrument was fully functional. Additional observations not reported by site was that the instrument was found to have damage of the conductor wire¿s insulation. As a result, internal wires are exposed. No thermal damage was observed. Root cause of this failure is attributed to a component failure. The instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. The root cause of frayed - distal instrument grip cables is attributed to a component failure. A review of the instrument log for the maryland bipolar forceps instrument (part# 471172-16/ lot/serial#(B)(4). ) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps instrument was last used on (B)(6)2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the instrument had conductor wire damage. The damaged/ broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.